Manufacturer narrative:
Evaluation of the returned device confirmed that the device distal part was completely separated from its proximal shaft, and the internal core wire was also fractured at the same area. Visual inspection of the two parts demonstrated that the device mesh was damaged, and kinks were observed along the device shaft. Apart from the separation area, all other device joints were found complete and undamaged. A review of the DHR records confirms that there were no issues with the assembly of subject lot. Additional procedural details were obtained from the reporting physician on a teleconference that was held on september 23rd. It was found out that the physician used the subject device for the three attempts although the tigertrieve device as other marketed stent retrievers is durable for two restoration recovery. Using the device beyond the allowable number of passes may explains the found condition of the returned device. Based on the results of the investigation, DHR review, and procedure details, there is no indication that the device, labeling or packaging failed to meet its specifications when released.

Event description:
It was reported that the tigertriever device was used in m2 following two unsuccessful attempts with aperio stent retriever. According to the report from the field, the first two passes with the tigertriever resulted in partial reperfusion, however, at the third pass, during retrieval, the device detached at the connection of the mesh cable and shaft. The physician restored the separated distal part with a snare device. It was reported that the patient experienced subarachnoid hemorrhage (sah).